Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient experienced stimulation in undesired location since (B)(6) 2015. The patient has pain under the rib cage and believes it is caused by the stimulation. This occurs daily. The stimulation changes were related to positional movement. The patient was feeling pain when sitting down and leaning forward. When pulling the left knee to chest with stimulation off, the patient feels a zap. When the patient wakes up after sleeping on the left side, he feels pain on the right side. The pain was described as muscle spasms/muscles pulled tight. The patient wondered if stimulation could cause muscle spasms or tight muscles. When the patient turns the stimulation off, the pain lessens gradually but he must turn stimulation back on before the rib pain goes away. There was no trauma/falls related to this issue. No recent medical test or emi environmental exposure. The patient checked his device with the patient programmer (pp) and it showed stimulation on. The patient has the ability to change stimulation; he tried increasing or decreasing stimulation but that did not resolve the reported issue. The patient did not change the programming and didn't want to. It was noted the patient does have another group that he could try. The patient has ocd and has drawn out diagrams of his lead/electrode and where they hit, for this reason he has the programming exactly how he wants it and doesn't want to attempt to change it. The patient declined troubleshooting during the report and was going to follow up with his health care provider (hcp). The patient felt that his hcp doesn't know anything about the device and he usually talks to a company representative (rep). Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that the circumstances that led to the stimulation causing rib pain and muscle spasms were not determined; no steps were taken to resolve the issue. The patient still had concerns with the device/therapy.